Event description:
It was reported that the display is failing. The unit turns on, but the backlight does not illuminate. Customer tried adjusting the brightness but it did not work. No pt incident was reported.

Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. The unit has not been returned to allow an analysis to be performed. If new info is obtained, a follow up report will be submitted.